Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer received a power source alert. The customer changed the wall adapter to resolve the issue. There was no impact to the customer's blood glucose.